Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- femoral component option size e left compatible with lps-flex prolong p# 00596401551 l# 62993156; articular surface size ef 10 mm height "use with plate 5 p# 00596404010 l# 62914722; palacos r + g 1 x 60 p# 66017772 l# 80090090. The complaint issue of tibial loosening is confirmed, based on the returned damaged device and the x-rays evaluation. X-ray review identified that radiolucent lines are present in the tibial component metal-bone and metal-cement interfaces, there is subsidence of the medial tibial tray and there is increased varus angulation of the tibial component consistent with loosening of the tibial component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required a definitive root cause cannot be determined from the limited information available. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent left knee revision 2 years post implantation. During revision, surgeon noted tibial component loose from cement.